Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 4 months post implant of this 21 mm aortic bioprosthetic valve, the device was explanted and replaced with a 25 mm bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that at explant, there was an abscess cavity around the valve that was debrided and cultured. The operative report stated the pre-operative diagnosis was endocarditis. If information is provided in the future, a supplemental report will be issued.